Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that customer received incomplete cartridge change alert. Reportedly, the customer had inadvertently not completely the load process and the customer acknowledged that the alert was valid. Customer reported blood glucose level was "high" on the continuous glucose monitor. Elevated bg was address by correction injection via manual injection and resumed insulin delivery.